Manufacturer narrative:
Concomitant medical products: 8015;8110; non bd extension set; 10014914; 2.5 ml monoject syringe, lot: 19d0574, exp 2021-03-31, 0.9% sodium chloride injection; therapy date (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however not provided.

Event description:
It was reported that during a normal saline infusion at an unspecified rate a leaked was noticed between syringe tubing and the maxzero connector. The customer stated that there was no patient harm. The event occurred in the cardiovascular ICU.

Manufacturer narrative:
The investigation determined that the defect is on the non-bd product only; therefore, this file is no longer MDR reportable.

Event description:
It was reported that during a normal saline infusion at an unspecified rate a leaked was noticed between syringe tubing and the maxzero connector. The customer stated that there was no patient harm. The event occurred in the cardiovascular ICU.